Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - according to the information received: "¿ the case was able to be completed and stem was extracted successfully ¿ the extractor was broken after the case. It was stuck together and when rep tried to get it unthreaded, he put in a vice (in shop, not in or), and it broke at the end. Suspicion is that it was cross threaded or got cold welded together. ¿ the doc had put the instrument together intra-op and used for extraction ¿ hard to tell if it was over-torqued". The product was returned to j&j medtech orthopaedics for evaluation and was examined through stereomicroscopy and scanning electron microscopy by the r&d and testing team. Visual inspection revealed the following damage on the stem extractordle's surface: 1) thread deformation; 2) fracture on the bolt component; and 3) a stuck/seized condition between one portion of the se bolt thread and the se nut, most likely due to galling. The failure of the mechanism was attributed to excessive loading applied to the stem extractor nut, which exceeded the local shear strength of the material. This condition resulted in thread deformation, fracture, and galling events. Consequently, these failures caused the seizing of the stem extractor nut and bolt, ultimately causing the fracture of the stem extractor bolt during attempts to untighten the seized assembly. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. However, based on the damage observed and root cause established, it is reasonable to confirm a difficulty while disassembling the mating components. A manufacturing record evaluation was performed for the finished device pg351900 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the stem extractordle would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device pg351900 lot number, and no non-conformances nor manufacturing irregularities were identified. Device history review - a manufacturing record evaluation was performed for the finished device pg351900 lot number, and no non-conformances nor manufacturing irregularities were identified. H11 additional narrative: corrected: h3.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that following a procedure on an unknown date in 2025, the extractor broke. It was stuck together and when the sales representative put it in a vice to try to get it unthreaded, it broke at the end. The device was possibly cross-threaded or cold welded. The surgeon had put the instrument together during the case and used it for extraction. The case was able to be completed and stem was extracted successfully. There was no patient consequence.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the extractor was broken after the case. It was stuck together and when rep tried to get it unthreaded, he put in a vice (in shop, not in or), and it broke at the end. Suspicion is that it was cross threaded or got cold welded together." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment " picture1.jpg & picture2.jpg". The photo investigation "17601a, stem extractordle" revealed that the device tip has broken and the other end of the tip stuck into the another part of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. And the other reported event can not be confirmed. As, the provided evidence was not sufficient to confirm the reported event of unable to disassemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the stem extractordle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: g1 (manufacturing site name).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the extractor was broken after the case. It was stuck together and when rep tried to get it unthreaded, he put in a vice (in shop, not in or), and it broke at the end. Suspicion is that it was cross threaded or got cold welded together." The product was not returned to medtech orthopaedics, however photos were provided for review. See attachment " picture1.jpg & picture2.jpg". The photo investigation "17601a, stem extractordle" revealed that the device tip has broken and the other end of the tip stuck into the another part of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. And the other reported event can not be confirmed. As, the provided evidence was not sufficient to confirm the reported event of unable to disassemble. Functionality issues can not be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the stem extractordle would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: b3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.